Manufacturer narrative:
The complaint was received on november 3, 2021. Multiple requests for device return were not successful. The complaint was originally closed by medcomp on march 2, 2022. The 8f hemo-cath was returned for evaluation on april 5, 2022. Visual inspection confirms the complaint as a leak was noted on the venous extension approximately 1.5 cm from the hub. Under magnification the leak is the result of a small pin hole that appears to be a puncture. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured, assembled, and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any holes, leaks, or weak spots if they had existed at the time of manufacture. While the complaint is confirmed a root cause cannot be determined. The instructions for use (IFU) contains the following precautions: do not use sharp instruments near the extension lines or tubing; do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Multiple requests for the device to be returned for evaluation were not successful. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured, assembled, and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any holes, leaks, or weak spots if they had existed at the time of manufacture. Without an evaluation of the device a root cause cannot be determined. The instructions for use (IFU) contains the following precautions: do not use sharp instruments near the extension lines or tubing. Do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A pore appeared in the catheter extension.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.